Event description:
It was reported that the customer had a button error on the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump had unresponsive act and escape buttons due to flattened button dome switches. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
It was reported that the customer had a button error on the insulin pump. Insulin pump will need to be replaced. Customer was asked to return the insulin pump for analysis. No additional information provided. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.